Event description:
The lead involved in this MDR report was implanted in (B)(6) 2002. In (B)(6) 2008, failure to pace or capture was observed. Because lead conductor fracture was suspected, a re-intervention was performed on the following day and the lead was capped. A new pacing system was implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared, but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. Because the lead was capped and kept in place during the re-intervention, no analysis of the device itself could be performed. However, this complaint is recorded in our complaint database for trend purpose.